Event description:
Ous MDR - it was reported that an asystole occurred during the implantation of a pacemaker in a pacemaker-dependent patient while the lead was being connected. Pacing via this era 3000 was not possible. Resuscitation via cardiac massaging was necessary. The external device was returned to biotronik for analysis.

Manufacturer narrative:
The returned pacing threshold measurement device, including three batteries, was thoroughly analyzed. The device showed damage and missing parts at the housing. Further analysis showed that the power supply and pacemaker circuit boards were severely damaged. Based on the kind of damage, it can be assumed that the device was damaged during the described external defibrillation, so that the original trigger for the clinical observation could no longer be determined. In addition, the batteries were examined. The sn (B)(4) was defect, the two other batteries did not show any deviations.